Manufacturer narrative:
Soft cannula found to be stretched beyond specification, measuring 1.11 inches in total length. Fluid was observed exiting a tear in the exposed portion of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The needle mechanism was reset and found to deploy properly. No other damages or defects noted. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle never injected into the skin. After they removed the pod the cannula was only showing a little bit. The pod was not worn.